Event description:
It was reported approximately one month post successful filter placement, the pt experienced back pains. The pt returned to the hosp where a post vena cavogram was performed. No extravastion of contrast was noted and the pt was discharged. The pt returned the following day and another cavogram was performed which revealed a large hematoma compressing the cava and occluding it. An arteriogram was then performed which revealed contrast extravasation exiting the lumbar artery. The lumbar artery was embolized and another filter was successfully placed. The pt's condition is good. This device remains implanted. Therefore, no failure analysis will be available. User technique and/or pt anatomy may have been contributing factors to this event. However, co is unable to determine the exact cause for this event. Na